Event description:
It was reported that the user experienced an alert 38 motor stall on the ilet, consistent with a failure to infuse and associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, during which the user restarted the device, the alert cleared, a dry prime of 120 units was completed, and a full supply change was performed successfully. Investigation of this case revealed a communications problem identified, with the device problem characterized as a failure to infuse and the implicated component being the motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.